Manufacturer narrative:
The investigation is on-going. Supplement reports will be filed upon completion of the investigation. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of false positive sars-cov-2 results with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. It was noted that samples were repeat tested on different platform (s), including the genexpert system, and generated negative results. No harm was indicated. Although requested, it was noted that the customer will not provide data and will not participate in the investigation. 61 mdrs will be filed, one for each of the alleged patient samples.

Manufacturer narrative:
This MDR is a duplicate of 2243471-2021-02063.

Event description:
This MDR is a duplicate of 2243471-2021-02063.